Event description:
Additional information received by the anesthesiologist that initially user tested the cuff with a 5ml syringe prior to intubation. After intubation, 5ml appeared insufficient for inflation, so 5ml syringe was used twice for inflation for a total of 10ml for ett cuff inflation. Intracuff pressure was not monitored. About an hour after intubation, the surgical team was concerned about a leak from the ett. Tidal volumes were about 40-50ml lower than tvs after intubation. There was no difficulty with intubation. There was no surgical delay, user was able to proceed with the case. The cuff was deflated when the surgeon alerted user to the possible leak. User inflated the cuff with an additional 10ml. This event repeated itself once again and user inflated the cuff with another 10ml . Before extubating the patient, user only had10ml total in the syringe although total volume the cuff was inflated with was 30ml over the course of the case. After extubation, user placed the ett in a warm saline bottle, no visible leaks (air bubbles) were identified.

Manufacturer narrative:
H3: analysis found that visually, there was no damage in the construction of the device seen by the unaided eye. There was surgical tape wrapped around near the clamp shell when returned. Functionally, a syringe was used to inject 15cc of air into the cuff balloon and there were no issues during inflation or deflation. The cuff was re-inflated and deflated and no leaks were observed. For further analysis, a leak test was performed by submerging the device in water and bubbles (leakage) were observed at the valve. Under magnification, there were small cracks near the lip on the proximal end of the valve. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint due to physical damage. H6: previously added imdrf annex codes b21, c21, d16, g04134 are no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use in hemithyroidectomy case trivantage emg tube and cuff was checked for functionality and worked as intended and no damage noticed on the cuff. During case air was used to inflate the cuff. Surgeon heard the trivantage emg tube leaking air. The anesthesiologist inserted more air into the cuff and did this 2 times total during the case. At the end of the procedure their was less air in the cuff then inputted. There was no patient impact.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.